Event description:
Procedure: laparoscopic cholecystectomy. Reportedly, the blue plastic cover over the blade of the trocar obturator came loose and fell into the patient cavity. Piece was retrieved without difficulty. No patient injury reported.